Event description:
It was reported the camera head non-ac hd560h did not present an image. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of blank live image was confirmed. Cause of loss of image is dirty contacts on edge card. The gold fingers on edge card are contaminated with an unknown substance which causes intermittent contact with control unit's receptacle. The complaint investigation has concluded that dirty edge card caused intermittent contact between product's edge card and control unit receptacle. Note that the IFU states to ensure adequate cleaning between each use.